Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Based on the DHR evaluation performed, this complaint is deemed invalid from a manufacturing standpoint. The conical extraction screw was returned with the tip broken off, only approximately 13.5mm, from the total of 19mm, of the tip remained. The part shows burrs at the break site, corrosion, marks, scratches and heavy wear marks on the shaft. Also, there are high levels of dents and dings in the threads and on the coupling flat. Based on the specifications at the time of the original manufacturing and the evaluation performed, this complaint is deemed indeterminate from a manufacturing position.

Event description:
It was reported that during a revision case, the surgeon was removing a screw and the end piece of the extraction screw broke off. Surgeon used another instrument to remove the screw. Removal was reportedly due to painful hardware. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.(B)(4)

Event description:
This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)